Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance a clearlink secondary medication set in which the tip of the spike bent when a nurse attempted to spike a b braun duplex cefotetan (1 gm 50 ml). The alleged defect occurred before use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.